Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -11.0/6.0/001 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on 03-sept-2022. Lens rotation was observed. The lens was repositioned and the problem was resolved.

Manufacturer narrative:
H10 - this supplemental is for n/a supplemental# 2 report number 2023826-2023-00491 as wrong pe was submitted due to typo. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found haptic torn. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d4-serial number: should be correct to state (B)(6). Claim# (B)(6).